Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedances caused by suspected fracture. A rv apex lead was successfully implanted. No additional adverse patient effects were reported.